Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a abnormal transmitter behavior. No additional patient or event information is available. No data or product was provided for investigation. Confirmation of the complaint 'transmitter crackling" was undetermined. The root cause could not be determined.